Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. Reportedly, the patient had to enter the correct time in the past and it did not happen all the time. Patient confirmed that the time and date was correctly set at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.